Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom,"on/off key inoperable" which was reproduced. The device evaluation confirmed column one was found to have a carbon ink bridge across the circuit layer of the keypad causing the keypad to fail. The keypad replacement will be satisfied through the replacement of the front case. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had on/off key inoperable. Any patient involvement, injury or medical intervention is unknown.